Manufacturer narrative:
Initial reporter: non-healthcare professional . Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava/ abdominal aorta perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter in approximately (B)(6) of 2008, and the filter subsequently perforated through [the patient's] ivc, with one strut also perforating through the wall of [the patient's] abdominal aorta. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ/vena cava (vc)/ abdominal aorta perforation, embedded, anxiety, worry, fear, limited physical ability. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported anxiety, worry, fear, and limited physical ability are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008 due to a history of pulmonary embolism (pe). Patient is alleging organ and vena cava perforation. Patient alleges "the ivc filter implanted in my body perforated my ivc, with one strut also perforating through the wall of my abdominal aorta. I live with the anxiety of having a filter that could fail further at any time, but that cannot be retrieved without a serious surgery. I am worried because my filter has perforated outside of my vena cava into other organs." "For fear of aggravating my current condition and causing potential future injuries related to the cook gunther tulip filter implantation, I try not to engage in any activities that cause me to exert myself." Per computed tomography report, "the ivc filter is tilted posteriorly. The proximal tip of the ivc filter lies along the posterior wall of the ivc... The proximal tip of the ivc filter could be embedded within the wall of the ivc. The proximal tip of the ivc filter lies approximately 2.6 cm below the most inferior renal vein." "There are 4 main struts of the ivc filter. The right anterior strut appears to penetrate the anterior wall of the ivc by approximately 3 mm. The left anterior strut extends to the wall of the ivc and through the right lateral wall of the abdominal aorta by approximately 6 mm." "The left posterior strut projects beyond the wall of the ivc by 4 mm. The right posterior strut lies along the posterior wall of the ivc".